Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer informed ccc about quality controls (qc) being low out of range for other methods which were within range when repeated. The customer allowed remote access to ccc specialist, who did not observe process errors. The ccc specialist aligned reagent probe 3, reagent probe 4 and sample probe 2 and reran qc, which were within range. The customer ran precision study, which passed. The cause of the discordant, falsely depressed ca result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed calcium (ca) result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate instrument, resulting higher. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed ca result.